Event description:
It was reported that the user experienced low blood glucose in the morning, did not treat for approximately 30¿45 minutes expecting recovery, then overtreated with multiple high-carbohydrate foods and paused the pump, later resuming delivery and entering a late meal announcement as a corrective action; this reflected an improper method of use involving the ilet pump and the user interface, and treatment included oral glucose. Symptoms included hypoglycemia and hyperglycemia following overtreatment ranging from 58 mg/dl to 277 mg/dl. Outcomes included minor injury. Investigation included communication with the user and analysis of information they provided. Investigation of this case revealed no device problem, with a usage problem identified consistent with using meals as corrections. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.